Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the lead had "dropped a threshold. Basically it wasn't working." The lead was turned off and the patient had issues with only getting partially paced. It was noted it "accelerated everything. Their value got worse, their organs, etc. They said the patient needs a transplant." Follow up yielded no information. The lead remains in the patient. No further patient complications have been reported as a result of this event.